Event description:
A surgeon reported that following intraocular lens (iol) implant, the patient experienced "halo effect." He stated that he is considering exchanging the iol with a different model lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause could be identified by the investigation. Additional information has been requested. (B)(4).